Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(6). The patient is a user of the continuous glucose monitoring system which is being reported under MFR# 3004753838-2015-04833. The patient is also a user of the animas vibe system which is being reported under MFR# 3004753838-2015-04736.